Event description:
The clinician reports, that the implant was inserted (B)(6) 2018 in ada 20 of the patient's mouth. Details of surgery are reported as follows: immediate extraction site. On (B)(6) 2019, non-osseointegration of the implant was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.